Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1915238) on 26-aug-2019. The most recent information was received on 29-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain for the past 3 years') and genital haemorrhage ('blood clot discharge') in an adult female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida, allergy to metals and endometriosis. On (B)(6)2011, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), pain ("pain all along the right side from head to foot and toes"), pain in extremity ("burning sensation in the legs"), headache ("increasingly stronger constant headaches"), arthralgia ("knee pain / shoulder pain") and poor quality sleep ("sleeps poorly and not so much"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("suspicion of fibromyalgia"), facial neuralgia ("increasingly more frequent facial neuralgia"), depression ("depression") and photophobia ("very sensitive to waves"). The patient was treated with surgery (curettage on (B)(6)2014). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, pain, pain in extremity, headache, arthralgia, poor quality sleep, fatigue and photophobia had not resolved and the genital haemorrhage, fibromyalgia, facial neuralgia and depression outcome was unknown. The reporter provided no causality assessment for depression with essure. The reporter considered abdominal pain, arthralgia, back pain, facial neuralgia, fatigue, fibromyalgia, genital haemorrhage, headache, pain, pain in extremity, pelvic pain, photophobia and poor quality sleep to be related to essure. The reporter commented: the first events started in (B)(6)2013. The patient mentioned that currently she is back to clinic [unspecified], curettage on (B)(6)2014, for the past 3 years now the doctors did not believe her and blamed her (depression), and at the end they suspected fibromyalgia. She also mentioned that after exertion she needed to rest, she tolerated car trips less and less and was very sensitive to waves [translator's note: sensitive to waves emitted for example by a screen or a cell phone]. The first consultation was performed to schedule the removal of implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc. Event terms clarification: stomach pain updated to abdominal pain, sensitive to waves clarified in the sense of sensitive to light (event added). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-aug-2019. The most recent information was received on 20-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('the other essure pierced the uterus'), device dislocation ('one essure towards the rectum'), pelvic pain ('pelvic pain for the past 3 years') and genital haemorrhage ('blood clot discharge') in an adult female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida, allergy to metals and endometriosis. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), pain ("pain all along the right side from head to foot and toes"), pain in extremity ("burning sensation in the legs"), headache ("increasingly stronger constant headaches"), arthralgia ("knee pain / shoulder pain") and poor quality sleep ("sleeps poorly and not so much"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("suspicion of fibromyalgia"), facial neuralgia ("increasingly more frequent facial neuralgia"), depression ("depression"), photophobia ("very sensitive to waves"), uterine enlargement ("enlargement of the endometrium") and pelvic adhesions ("adhesion on pouch of douglas"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy (B)(6) 2019, abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2019, adhesiolysis on pouch of douglas on (B)(6) 2019, curettage on (B)(6) 2014 and endometrial thermocoagulation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, fibromyalgia, facial neuralgia, depression, uterine enlargement and pelvic adhesions outcome was unknown and the pelvic pain, abdominal pain, back pain, pain, pain in extremity, headache, arthralgia, poor quality sleep, fatigue and photophobia had not resolved. The reporter provided no causality assessment for depression with essure. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, facial neuralgia, fatigue, fibromyalgia, genital haemorrhage, headache, pain, pain in extremity, pelvic adhesions, pelvic pain, photophobia, poor quality sleep, uterine enlargement and uterine perforation to be related to essure. The reporter commented: the first events started in (B)(6) 2013. The patient mentioned that currently she is back to clinic [unspecified], curettage on (B)(6) 2014, for the past 3 years now the doctors did not believe her and blamed her (depression), and at the end they suspected fibromyalgia. She also mentioned that after exertion she needed to rest, she tolerated car trips less and less and was very sensitive to waves [translator's note: sensitive to waves emitted for example by a screen or a cell phone]. The first consultation was performed to schedule the removal of implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: intervention on (B)(6) 2019, abdominal hysterectomy, bilateral salpingectomy with adhesiolysis on pouch of douglas, release of left ovary. One essure towards the rectum and the other essure pierced the uterus. In addition, in view of a severe enlargement of the endometrium a second operating phase - endometrial thermocoagulation on a cycle of 10 minutes at a temperature of 79° without incident. Events added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on 26-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain for the past 3 years') and genital haemorrhage ('blood clot discharge') in an adult female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida, allergy to metals and endometriosis. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced abdominal pain upper ("stomach pain") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), pain ("pain all along the right side from head to foot and toes"), pain in extremity ("burning sensation in the legs"), headache ("increasingly stronger constant headaches"), arthralgia ("knee pain / shoulder pain") and poor quality sleep ("sleeps poorly and not so much"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("suspicion of fibromyalgia"), facial neuralgia ("increasingly more frequent facial neuralgia") and depression ("depression"). The patient was treated with surgery (curettage on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, pain, pain in extremity, headache, arthralgia, poor quality sleep and fatigue had not resolved and the genital haemorrhage, abdominal pain upper, fibromyalgia, facial neuralgia and depression outcome was unknown. The reporter provided no causality assessment for depression and fibromyalgia with essure. The reporter considered abdominal pain upper, arthralgia, back pain, facial neuralgia, fatigue, genital haemorrhage, headache, pain, pain in extremity, pelvic pain and poor quality sleep to be related to essure. The reporter commented: the first events started in (B)(6) 2013. The patient mentioned that currently she is back to clinic (unspecified), curettage on (B)(6) 2014, for the past 3 years now the doctors did not believe her and blamed her (depression), and at the end they suspected fibromyalgia. She also mentioned that after exertion she needed to rest, she tolerated car trips less and less and was very sensitive to waves. The first consultation was performed to schedule the removal of implants. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.